Event description:
Over-infusion - received the call from biomed. The facilities risk management dept was still working on incident report and biomed had not been given any details yet.

Manufacturer narrative:
Investigation results: to date the device has not been returned to b. Braun for an evaluation. The pump was sent to the risk management office of the reporting facility. On (B)(4) 2012 a call was placed to the reporting facility risk manager to obtain further details of the incident and to ask if the pump would be returned to the manufacturer for evaluation. The risk manager stated their investigation was still ongoing and that the pump would be returned when their investigation was completed. Without evaluation of the pump or the operational logs, the exact cause of the reported event could not be determined. If, at a later date the facility provides the pump or operational logs for evaluation, a follow-up report will be filed.